Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead; 5076-45 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-physiologic oversensing of short v-v intervals and noise; the lead was possibly fractured. The noise was able to be reproduced during in-office review. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. This lead was included in a field action and returned product testing found the lead did not perform as described in the field action.